Event description:
It was reported that after placing the accunet, the acculink was advanced, but met resistance with the filter guide wire, inside another co's sheath. The stent delivery system (sds) could not be advanced or retracted on the guide wire. The proximal end of the acculink had to be cut off, and the shaft had to but cut open to loosen the sds from the guide wire. As the sds was being retracted, the stent deployed inside the sheath. The sheath and the acculink were removed together.